Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one lv lead and one zinger guidewire to place a lead in a non-calcified narrow vein, with moderate tortuosity in the coronary sinus. The zinger guidewire was inspected with no issues. The zinger guidewire was prepped per IFU with no issues. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during insertion/delivery. It was reported that the lead could not be advanced in the narrow vein. After multiple attempts, the decision was made to abort and switch to left bundle branch area pacing (lbbap). When the lead and wire were removed from the patient, the wire had frayed/come apart and could not be removed from the lead. The patient is alive with no injury.

Manufacturer narrative:
Additional information: there were no difficulties loading the zinger guidewire. The guidewire was not used with other devices prior to the difficulties occurring. Initial reporter phone number provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis summary: analysis showed the guidewire ended up out of specification because it was damaged during the procedure. The guidewire caused the reported complaint. The analysis indicated that the guide wire was returned stuck in the lead, and kinked. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.